Manufacturer narrative:
Follow-up # 1: 09/22/2015 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during a visual inspection of the keypad, it was noted that the keypad symbol buttons were worn. All of the buttons on the keypad were responding to user input. The keypad cover was removed and no contamination was found underneath the buttons. The complaint was not reproduced.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the up arrow, down arrow, and ok keypad buttons were under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.